Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b4; b5; b6; b7; d2; d10; g1; g3; g6; h1; h2; h6 d10: unknown - unknown cement - unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a bilateral knee arthroplasty. Subsequently, the patient reported right knee pain and noise. The patient had x-rays taken and it was reported that the patient needed a right knee revision. Approximately 4 years post-op, the patient was revised due to tibial loosening. During the revision there was a bone defect noted on the medial condyle of the tibia. The patella was found to be in stable condition and was retained. All other components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00596401652 - femoral component option size f right compatible with lps-flex prolong - 64453045; 00596404010 - articular surface size ef 10 mm height use with plate 5 - 64541093; 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 64387691. G2 : foreign country : japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Approximately 4.5 years post-op, the patient reported experiencing pain and loosening of the right tibial component was found on x-ray. The patient is scheduled for a revision surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the provided pictures identified the explanted device with foreign material on the surface. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during the revision, there were no signs of infection found, the femoral component was explanted. The tibial component was loose and easily removed and there was a bone defect in the medial condyle of the tibia. The patella was found to be relatively stable and was therefore retained. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with tibial and possible patellar component loosening. Sizing is appropriate. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised. Attempts have been made and all available information has been provided.